Event description:
Customer reports a false negative result when they performed an antibody screen using 3% surgiscreen lot 3ss003 exp 4/14/15 on (B)(6) 2015. Testing involved an elution the customer prepared from a cap survey sample, ID# (B)(6) which later was discovered it contained an anti-little s. The elution kit lot number used was not provided. Customer repeated testing on (B)(6) 2015 prior to reporting the results to cap to ensure results were accurate. Repeat testing gave the same negative results and the results were again negative using the same screening cells. After the proficiency answers were provided to the customer, customer learned this sample should have demonstrated an anti-little s reactivity in the elution. Repeat testing was performed again using the remainder of the elution sample from (B)(6) 2015 and a different lot of 3% surgiscreen was used and the screening was negative again. Subsequent testing using four of immucor's panel cells (lot number not provided) gave 2+ reactions with homozygous (s-s+)cells and weak positive reactions with the heterozygous (s+s+) cells. Customer performed root cause analysis and determine the ortho cells used in testing were all heterozygous with less expression of the little s antigen and is most likely the cause of their failed proficiency for the sample in question. No additional sample is available for further investigation. Ocd reviewed the antigram for 3ss003 and it showed the following: cell 1 = s+s- donor (B)(6). Cell 2 = s+s+ donor (B)(6). Cell 3 = s+s+ donor (B)(6). Issue started on: (B)(6) 2015. Visual appearance before use: all components used were stored as per IFU and passed visual inspection. Ocd discussed variations of antigen expression and importance of ph of saline. No additional sample is available for further testing. Customer expressed concern the red cells of ortho's surgiscreen cells have phenotypes that do not always include homozygous expression of the little s antigen.

Manufacturer narrative:
Retain expired. Unable to perform retain testing. Shelf life exceeded. No failure detected; device expired. Ocd performed batch review, complaint review by lot, and donor history. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).